Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy / sensitization by contact to nickel / she has presented intolerance to imitation earrings'), postoperative abscess ('abscess was observed at the level of the cervical stump measuring 6.2 x 2.2 x 1.2 cm'), hydronephrosis ('ureterohydronephrosis grade iii/ grade IV') and multiple episodes of pelvic pain ('pelvic pain with bowel movement', 'pelvic pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee sprain (with acl tear) in 2015, erosive duodenitis from 2006 to 2012, helicobacter test positive from 2006 to 2012, pollen allergy (treated with hyposensitizing vaccines for several years) in 1997, grass allergy (treated with hyposensitizing vaccines for several years) in 1997, parity 2 (cesarean deliveries on (B)(6) 2002 and (B)(6) 2004.), gravida ii and smoker (20 cigarettes a day). No relevant personal history. Previously administered products included for an unreported indication: oral contraceptive in 2012. Past adverse reactions to the above products included genital haemorrhage with oral contraceptive. Concurrent conditions included epigastralgia since 2006 and esophagitis (grade I) since 2006. Family history included colon cancer (history of mother and maternal grandfather). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("only right essure device inserted in patient"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), metrorrhagia ("metrorrhagia") and iliac fossa pain ("pain in the right iliac fossa"). On (B)(6) 2018, the patient was found to have ovarian fibroma ("small hard and whitish nodule 1 x 1 cm on the surface of the right ovary (possible fibroma)"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced postoperative wound infection ("stitches that have become infected / diagnosis of postsurgical infection"), dysuria ("she went to emergency room due to poor general condition and discomfort when urinating "), feeling abnormal ("she went to emergency room due to poor general condition and discomfort when urinating") and keloid scar ("small keloid"). On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion hospitalization prolonged) with purulence, leukocytosis, abdominal pain, coagulopathy and vaginal discharge, hydronephrosis (seriousness criterion hospitalization), post procedural infection ("inflammatory changes in loops after supracervical abscess operation") with pyrexia and pyrexia, adhesion ("in laparotomy multiple adhesions was found at the intestinal and cervical stump level / small intestine loops attached to the abdominal / sigmoid colon rectosigmoid junction was attached on its anterior side to the bladder dome and uterine cervix") and gastrointestinal inflammation ("in laparotomy an inflammatory plastron that encompasses the distal third of the sigmoid colon rectosigmoid junction that was attached on its anterior side to the bladder dome and uterine cervix stump"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("pelvic pain with bowel movement"), bowel movement irregularity ("pelvic pain with bowel movement") and ovarian cyst ("cystic lesion in the location of the right ovary measuring 6 x 5 x 3 cm"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), arthralgia ("knee and hip pain"), fatigue ("generalized fatigue early in the day"), dyspareunia ("a lot discomfort and pain during sexual intercourse"), abdominal pain lower ("pain in the hypogastrium"), adnexa uteri pain ("pain in the right ovarian point"), incision site haemorrhage ("ecchymosis in the caudal portion of an evolving surgical wound") and seroma ("scar seroma") and was found to have uterine leiomyoma ("intramural leiomyoma 2.5 x 2 cm"), serous cystadenocarcinoma ovary ("small serous paratubal cysts") and brenner tumour ("benign brenner tumor (1.5 x 1.3 . 1 cm) attached to the right tube"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with antibiotics, factor ii (prothrombin);factor ix;factor vii (proconvertin);factor x (stuart prower factor);protein c (coagulation inhibitor) (beriplex), fosfomycin (fosfocina), levofloxacin hemihydrate (levofloxacin), methylthioninium chloride (methylene blue), metronidazole;nystatin (flagyl comp), phytomenadione (konakion), norethisterone acetate (primolut nor 10 mg) and surgery (essure removal via subtotal hysterectomy plus bilateral salpingectomy on (B)(6) 2018 and supracervical abscess operated vaginally exploratory /laparotomy on (B)(6) 18). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of pelvic pain, allergy to metals, postoperative abscess, hydronephrosis, uterine leiomyoma, serous cystadenocarcinoma ovary, brenner tumour, postoperative wound infection, swelling, genital haemorrhage, headache, arthralgia, fatigue, dyspareunia, iliac fossa pain, abdominal pain lower, adnexa uteri pain, incision site haemorrhage, seroma, dysuria, feeling abnormal, urinary tract infection, keloid scar, post procedural infection, adhesion, gastrointestinal inflammation, bowel movement irregularity, ovarian cyst, ovarian fibroma and complication of device insertion outcome was unknown and the metrorrhagia had resolved. The reporter considered adhesion, adnexa uteri pain, allergy to metals, arthralgia, bowel movement irregularity, brenner tumour, complication of device insertion, dyspareunia, dysuria, fatigue, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, hydronephrosis, iliac fossa pain, incision site haemorrhage, keloid scar, metrorrhagia, ovarian cyst, ovarian fibroma, post procedural infection, postoperative abscess, postoperative wound infection, seroma, serous cystadenocarcinoma ovary, swelling, urinary tract infection, uterine leiomyoma, the first episode of pelvic pain, abdominal pain lower and the second episode of pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2015 pregnancy test was done and the device was placed in the right tube without any incident. She was admitted on (B)(6) 2018 for essure removal and was discharged on (B)(6) 2018. After exploratory laparotomy the evolution was good, afebril and with good pain control, she began tolerating oral diet and she had bowel movements on (B)(6) 2018, she was discharged on (B)(6) 2018. On (B)(6) 2018 she went back to work due to improvement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive result for nickel sulfate (++). Coagulation test - on (B)(6) 2010: coagulation was repeated after 30 minutes administration one vial of konakion and 3 vials of beriplex and the result was normal; on (B)(6) 2018: coagulation alteration. Computerised tomogram pelvis - on (B)(6) 2018: an abscess was observed at the level of the cervical stump measuring 6.2 x 2.2 x 1.2 cm and inflammatory changes in loops and pelvic fat. Ureterohydronephrosis grade iii / IV left component in extrarenal pelvis, with pelvic dilation of almost 5 cm diameter.; on (B)(6) 2019: the results includes the already known malformation with dilatation of the left renal pelvis, normal bladder, post-surgery changes corresponding to the cervical stump, cystic lesion in the location of the right ovary measuring 6 x 5 x 3 cm and the rest was normal, without seeing free fluid or lymphadenopathy.. Culture - on (B)(6) 2018: the vaginal culture was negative; on (B)(6) 2018: enterobacter cloacae, streptococcus constellatus and prevotellae.. Culture urine - on (B)(6) 2018: urinary tract infection. Gynaecological examination - on (B)(6) 2015: normal; on (B)(6) 2018: when placing the speculum, abundant purulent content flows through the cervix with a very bad smell. There is no metrorrhagia. Macroscopically normal looking cervix.. Hysterosalpingogram - on (B)(6) 2015: right fallopian tube with essure, correctly located, without contrast passage. Left fallopian tube not visible.; on (B)(6) 2016: data of non-patent left tube. Pathology test - on (B)(6) 2016: initial secretory endometrium; on (B)(6) 2018: uterus with a secretory endometrium. 2.5 x 2 cm intramural leiomyoma. Slightly congestive tubes with small serous paratubal cysts and a 1.5 x 1.3 x 1 cm benign brenner tumor attached to the right tube.. Ultrasound pelvis - on (B)(6) 2015: ultrasound was unremarkable; on (B)(6) 2015: device localized in correct position (right fallopian tube). Myoma subserous 2.7 cm. Uterus in anteverted, normal ovaries.; on (B)(6) 2015: device localized in correct position (right fallopian tube). Myoma subserous 2.7 cm.; on (B)(6) 2018: just above the cervix, an anechoic image measuring 1.7 x 1.43 cm is visualized, which could be compatible with a small abscess in the colporrhaphy suture area, normal appearing right ovary with 2.2-cm anechoic image, normal left ovary. There is no free fluid.; on (B)(6) 2018: data of abscess / collection of 4.9 x 1.5 x 2.3 cm; on (B)(6) 2018: checking the placement of the retrovesical and supracervical silicone probe on the supracervical abscess; on (B)(6) 2018: normal cervical stump, 3 cm functional adnexal image. No free fluid.. White blood cell count - on (B)(6) 2018: leukocytosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'), allergy to metals ('nickel allergy/sensitization by contact to nickel/she has presented intolerance to imitation earrings'), postoperative abscess ('abscess was observed at the level of the cervical stump measuring 6.2 x 2.2 x 1.2 cm') and hydronephrosis ('ureterohydronephrosis grade iii/grade IV'). In a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: knee sprain (with acl tear) in 2015, erosive duodenitis from 2006 to 2012, helicobacter test positive from 2006 to 2012, pollen allergy (treated with hyposensitizing vaccines for several years) in 1997, grass allergy (treated with hyposensitizing vaccines for several years) in 1997, parity 2 (cesarean deliveries on (B)(6) 2002 and (B)(6) 2004), gravida ii and smoker (20 cigarettes a day). No relevant personal history. Previously administered products included, for an unreported indication: oral contraceptive in 2012. Past adverse reactions to the above products included: genital haemorrhage with oral contraceptive. Concurrent conditions included epigastralgia since 2006 and esophagitis (grade I) since 2006. Family history included: colon cancer (history of mother and maternal grandfather). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("only right essure device inserted in patient"). On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in the right iliac fossa/ pain in the hypogastrium") and metrorrhagia ("metrorrhagia"). On (B)(6) 2018, the patient was found to have ovarian fibroma ("small hard and whitish nodule 1 x 1 cm on the surface of the right ovary (possible fibroma)"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced postoperative wound infection ("stitches that have become infected/diagnosis of postsurgical infection"), dysuria ("she went to emergency room, due to poor general condition and discomfort when urinating") with feeling abnormal and keloid scar ("small keloid"). On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion hospitalization) with abdominal pain, leukocytosis, coagulopathy and vaginal discharge, hydronephrosis (seriousness criterion hospitalization), post procedural inflammation ("inflammatory changes in loops after supracervical abscess operation") with pyrexia, abdominal adhesions ("in laparotomy multiple adhesions was found at the intestinal and cervical stump level/small intestine loops attached to the abdominal/ sigmoid colon rectosigmoid junction was attached on its anterior side to the bladder dome and uterine cervix") and colitis ("in laparotomy an inflammatory plastron that encompasses the distal third of the sigmoid colon rectosigmoid junction that was attached on its anterior side to the bladder dome and uterine cervix stump"). On (B)(6) 2019, the patient experienced dyschezia ("pelvic pain with bowel movement") and ovarian cyst ("cystic lesion in the location of the right ovary measuring 6 x 5 x 3 cm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("a lot discomfort and pain during sexual intercourse"), adnexa uteri pain ("pain in the right ovarian point"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), adnexa uteri cyst ("small serous paratubal cysts"), swelling ("swelling"), arthralgia ("knee and hip pain"), fatigue ("generalized fatigue early in the day"), incision site haemorrhage ("ecchymosis in the caudal portion of an evolving surgical wound") and seroma ("scar seroma"). And was found to have uterine leiomyoma ("intramural leiomyoma 2.5 x 2 cm") and brenner tumour ("benign brenner tumor (1.5 x 1.3 . 1 cm) attached to the right tube"). The patient was hospitalized from (B)(6) 2018. And then from (B)(6) 2018. The patient was treated with antibiotics, factor ii (prothrombin);factor ix;factor vii (proconvertin);factor x (stuart prower factor);protein c (coagulation inhibitor) (beriplex), fosfomycin (fosfocina), levofloxacin hemihydrate (levofloxacin), methylthioninium chloride (methylene blue), metronidazole;nystatin (flagyl comp), phytomenadione (konakion), norethisterone acetate (primolut nor 10 mg) and surgery (essure removal via subtotal hysterectomy plus bilateral salpingectomy and supracervical abscess operated vaginally exploratory/laparotomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, hydronephrosis, abdominal pain lower, dyspareunia, adnexa uteri pain, headache, uterine leiomyoma, swelling, arthralgia, fatigue, seroma, dysuria, urinary tract infection, keloid scar, abdominal adhesions, dyschezia, ovarian cyst, ovarian fibroma and complication of device insertion outcome was unknown. The postoperative abscess, postoperative wound infection, incision site haemorrhage, post procedural inflammation and colitis was resolving. And the metrorrhagia, genital haemorrhage, adnexa uteri cyst and brenner tumour had resolved. The reporter considered abdominal adhesions, abdominal pain lower, adnexa uteri cyst, adnexa uteri pain, allergy to metals, arthralgia, brenner tumour, colitis, complication of device insertion, dyschezia, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hydronephrosis, incision site haemorrhage, keloid scar, metrorrhagia, ovarian cyst, ovarian fibroma, pelvic pain, post procedural inflammation, postoperative abscess, postoperative wound infection, seroma, swelling, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2015, pregnancy test was done. And the device was placed in the right tube without any incident. She was admitted on (B)(6) 2018 for essure removal. And was discharged on (B)(6) 2018. After exploratory laparotomy, the evolution was good. Afebril and with good pain control, she began tolerating oral diet and she had bowel movements on (B)(6) 2018. She was discharged on (B)(6) 2018. On (B)(6) 2018, she went back to work, due to improvement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test: on (B)(6) 2018, positive result for nickel sulfate (++). Coagulation test: on (B)(6) 2010, coagulation was repeated after 30 minutes administration one vial of konakion and 3 vials of beriplex. And the result was normal; on (B)(6) 2018, coagulation alteration. Computerised tomogram pelvis: on (B)(6) 2018, an abscess was observed, at the level of the cervical stump measuring 6.2 x 2.2 x 1.2 cm and inflammatory changes in loops and pelvic fat. Ureterohydronephrosis grade iii/IV left component in extrarenal pelvis, with pelvic dilation of almost 5 cm diameter; on (B)(6) 2019, the results includes the already known malformation with dilatation of the left renal pelvis, normal bladder, post-surgery changes corresponding to the cervical stump, cystic lesion in the location of the right ovary measuring 6 x 5 x 3 cm and the rest was normal, without seeing free fluid or lymphadenopathy; culture: on (B)(6) 2018, the vaginal culture was negative; on 03-oct-2018: enterobacter cloacae, streptococcus constellatus and prevotellae; culture urine: on (B)(6) 2018, urinary tract infection; gynaecological examination: on (B)(6) 2015, normal; on (B)(6) 2018, when placing the speculum, abundant purulent content flows through the cervix with a very bad smell. There is no metrorrhagia. Macroscopically normal looking cervix. Hysterosalpingogram: on (B)(6) 2015, right fallopian tube with essure correctly located, without contrast passage. Left fallopian tube not visible; on (B)(6) 2016, data of non-patent left tube; pathology test: on (B)(6) 2016, initial secretory endometrium; on (B)(6) 2018, uterus with a secretory endometrium. 2.5 x 2 cm intramural leiomyoma. Slightly congestive tubes with small serous paratubal cysts and a 1.5 x 1.3 x 1 cm benign brenner tumor attached to the right tube; ultrasound pelvis: on (B)(6) 2015, ultrasound was unremarkable; on (B)(6) 2015, device localized in correct position (right fallopian tube). Myoma subserous 2.7 cm. Uterus anteverted, normal ovaries; on (B)(6) 2015, device localized in correct position (right fallopian tube), myoma subserous 2.7 cm; on (B)(6) 2018, just above the cervix, an anechoic image measuring 1.7 x 1.43 cm is visualized. Which could be compatible with a small abscess in the colporrhaphy suture area, normal appearing right ovary with 2.2-cm anechoic image, normal left ovary. There is no free fluid; on (B)(6) 2018, data of abscess/ collection of 4.9 x 1.5 x 2.3 cm; on (B)(6) 2018: checking the placement of the retrovesical and supracervical silicone probe on the supracervical abscess; on (B)(6) 2018, normal cervical stump, 3 cm functional adnexal image. No free fluid; white blood cell count: on (B)(6)c2018: leukocytosis. Quality safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, patient problem code was entered for allergy to metals, hospitalization was added. For event pelvic pain, outcome for events of second hospitalization updated to resolving; small serous paratubal cyst was recoded to paratubal cyst. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), allergy to metals ('nickel allergy / sensitization by contact to nickel / she has presented intolerance to imitation earrings/allergic reaction'), postoperative abscess ('abscess was observed at the level of the cervical stump measuring 6.2 x 2.2 x 1.2 cm') and hydronephrosis ('ureterohydronephrosis grade iii/ grade IV') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device insertion "only right essure device inserted in patient" on (B)(6) 2015. The patient's medical history included knee sprain (with acl tear) in 2015, erosive duodenitis from 2006 to 2012, helicobacter test positive from 2006 to 2012, pollen allergy (treated with hyposensitizing vaccines for several years) in 1997, grass allergy (treated with hyposensitizing vaccines for several years) in 1997, parity 2 (cesarean deliveries on (B)(6) 2002 and (B)(6) 2004), gravida ii and smoker (20 cigarettes a day). No relevant personal history. Previously administered products included for an unreported indication: oral contraceptive in 2012. Past adverse reactions to the above products included genital haemorrhage with oral contraceptive. Concurrent conditions included epigastralgia since 2006 and esophagitis (grade I) since 2006. Family history included colon cancer (history of mother and maternal grandfather). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain in the right iliac fossa/ pain in the hypogastrium") and intermenstrual bleeding ("metrorrhagia"). On (B)(6) 2018, the patient was found to have ovarian fibroma ("small hard and whitish nodule 1 x 1 cm on the surface of the right ovary (possible fibroma)"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced postoperative wound infection ("stitches that have become infected / diagnosis of postsurgical infection"), dysuria ("she went to emergency room due to poor general condition and discomfort when urinating") with feeling abnormal and keloid scar ("small keloid"). On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion hospitalization) with abdominal pain, leukocytosis, coagulopathy, vaginal discharge and vaginal infection, hydronephrosis (seriousness criterion hospitalization), post procedural inflammation ("inflammatory changes in loops after supracervical abscess operation") with pyrexia, abdominal adhesions ("in laparotomy multiple adhesions was found at the intestinal and cervical stump level / small intestine loops attached to the abdominal / sigmoid colon rectosigmoid junction was attached on its anterior side to the bladder dome and uterine cervix") and colitis ("in laparotomy an inflammatory plastron that encompasses the distal third of the sigmoid colon rectosigmoid junction that was attached on its anterior side to the bladder dome and uterine cervix stump"). On (B)(6) 2019, the patient experienced dyschezia ("pelvic pain with bowel movement") and ovarian cyst ("cystic lesion in the location of the right ovary measuring 6 x 5 x 3 cm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), dyspareunia ("a lot discomfort and pain during sexual intercourse/painful sexual intercourse"), adnexa uteri pain ("pain in the right ovarian point"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), adnexa uteri cyst ("small serous paratubal cysts"), swelling ("swelling"), arthralgia ("knee and hip pain"), fatigue ("generalized fatigue early in the day/tiredness "), incision site haemorrhage ("ecchymosis in the caudal portion of an evolving surgical wound"), seroma ("scar seroma") and hypersensitivity ("allergic reaction") and was found to have uterine leiomyoma ("intramural leiomyoma 2.5 x 2 cm") and brenner tumour ("benign brenner tumor (1.5 x 1.3 . 1 cm) attached to the right tube"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 and then from (B)(6) 2018 to (B)(6) 2018. The patient was treated with antibiotics, factor ii (prothrombin);factor ix;factor vii (proconvertin);factor x (stuart prower factor);protein c (coagulation inhibitor) (beriplex), fosfomycin (fosfocina), levofloxacin hemihydrate (levofloxacin), methylthioninium chloride (methylene blue), metronidazole;nystatin (flagyl comp), phytomenadione (konakion), norethisterone acetate (primolut nor 10 mg) and surgery (essure removal via subtotal hysterectomy plus bilateral salpingectomy on (B)(6) 2018 and supracervical abscess operated vaginally exploratory /laparotomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, hydronephrosis, abdominal pain lower, dyspareunia, adnexa uteri pain, headache, uterine leiomyoma, swelling, arthralgia, fatigue, seroma, dysuria, urinary tract infection, keloid scar, abdominal adhesions, dyschezia, ovarian cyst and ovarian fibroma outcome was unknown, the postoperative abscess, postoperative wound infection, incision site haemorrhage, post procedural inflammation and colitis was resolving and the intermenstrual bleeding, genital haemorrhage, adnexa uteri cyst and brenner tumour had resolved. The reporter provided no causality assessment for hypersensitivity with essure. The reporter considered abdominal adhesions, abdominal pain lower, adnexa uteri cyst, adnexa uteri pain, allergy to metals, arthralgia, brenner tumour, colitis, dyschezia, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hydronephrosis, incision site haemorrhage, intermenstrual bleeding, keloid scar, ovarian cyst, ovarian fibroma, pelvic pain, post procedural inflammation, postoperative abscess, postoperative wound infection, seroma, swelling, urinary tract infection and uterine leiomyoma to be related to essure. The reporter commented: on (B)(6) 2015 pregnancy test was done and the device was placed in the right tube without any incident. She was admitted on (B)(6) 2018 for essure removal and was discharged on (B)(6) 2018. After exploratory laparotomy the evolution was good, afebril and with good pain control, she began tolerating oral diet and she had bowel movements on (B)(6) 2018, she was discharged on (B)(6) 2018. On (B)(6) 2018 she went back to work due to improvement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2018: positive result for nickel sulfate (++). Coagulation test - on (B)(6) 2010: coagulation was repeated after 30 minutes administration one vial of konakion and 3 vials of beriplex and the result was normal; on (B)(6) 2018: coagulation alteration. Computerised tomogram pelvis - on (B)(6) 2018: an abscess was observed at the level of the cervical stump measuring 6.2 x 2.2 x 1.2 cm and inflammatory changes in loops and pelvic fat. Ureterohydronephrosis grade iii / IV left component in extrarenal pelvis, with pelvic dilation of almost 5 cm diameter.; on (B)(6) 2019: the results includes the already known malformation with dilatation of the left renal pelvis, normal bladder, post-surgery changes corresponding to the cervical stump, cystic lesion in the location of the right ovary measuring 6 x 5 x 3 cm and the rest was normal, without seeing free fluid or lymphadenopathy. Culture - on (B)(6) 2018: the vaginal culture was negative; on (B)(6) 2018: enterobacter cloacae, streptococcus constellatus and prevotellae. Culture urine - on (B)(6) 2018: urinary tract infection. Gynaecological examination - on (B)(6) 2015: normal; on (B)(6) 2018: when placing the speculum, abundant purulent content flows through the cervix with a very bad smell. There is no metrorrhagia. Macroscopically normal looking cervix. Hysterosalpingogram - on (B)(6) 2015: right fallopian tube with essure, correctly located, without contrast passage. Left fallopian tube not visible; on (B)(6) 2016: data of non-patent left tube. Pathology test - on (B)(6) 2016: initial secretory endometrium; on (B)(6) 2018: uterus with a secretory endometrium. 2.5 x 2 cm intramural leiomyoma. Slightly congestive tubes with small serous paratubal cysts and a 1.5 x 1.3 x 1 cm benign brenner tumor attached to the right tube. Ultrasound pelvis - on (B)(6) 2015: ultrasound was unremarkable; on (B)(6) 2015: device localized in correct position (right fallopian tube). Myoma subserous 2.7 cm. Uterus anteverted, normal ovaries; on (B)(6) 2015: device localized in correct position (right fallopian tube). Myoma subserous 2.7 cm; on (B)(6) 2018: just above the cervix, an anechoic image measuring 1.7 x 1.43 cm is visualized, which could be compatible with a small abscess in the colporrhaphy suture area, normal appearing right ovary with 2.2-cm anechoic image, normal left ovary. There is no free fluid; on (B)(6) 2018: data of abscess / collection of 4.9 x 1.5 x 2.3 cm; on (B)(6) 2018: checking the placement of the retrovesical and supracervical silicone probe on the supracervical abscess; on (B)(6) 2018: normal cervical stump, 3 cm functional adnexal image. No free fluid. White blood cell count - on (B)(6) 2018: leukocytosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jun-2022: reporter was added. Added event allergic reaction. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer, and describes the occurrence of allergy to metals: nickel allergy/sensitization by contact to nickel. She has presented intolerance to imitation earrings. Postoperative abscess was observed at the level of the cervical stump measuring 6.2 x 2.2 x 1.2 cm. Hydronephrosis: ureterohydronephrosis grade iii/ grade IV and multiple episodes of pelvic pain, "pelvic pain with bowel movement, " in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included knee sprain (with acl tear) in 2015, erosive duodenitis from 2006 to 2012, helicobacter test positive from 2006 to 2012, pollen allergy (treated with hyposensitizing vaccines for several years) in 1997, grass allergy (treated with hyposensitizing vaccines for several years) in 1997, parity (B)(6); ((B)(6).), gravida ii, and smoker (20 cigarettes a day). No relevant personal history. Previously administered products included for an unreported indication: oral contraceptive in 2012. Past adverse reactions to the above products included genital haemorrhage with oral contraceptive. Concurrent conditions included epigastralgia since 2006 and esophagitis (grade I) since 2006. Family history included colon cancer (history of mother and maternal grandfather). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced complication of device insertion ("only right essure device inserted in patient"). On (B)(6)2016, the patient experienced allergy to metals (seriousness criterion medically significant), metrorrhagia ("metrorrhagia") and iliac fossa pain ("pain in the right iliac fossa"). On (B)(6) 2018, the patient was found to have ovarian fibroma ("small hard and whitish nodule 1 x 1 cm on the surface of the right ovary (possible fibroma)"). On (B)(6) 2018, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2018, the patient experienced the first episode of post procedural infection "stitches that have become infected / diagnosis of postsurgical infection", dysuria, "she went to emergency room due to poor general condition and discomfort when urinating ", feeling abnormal, "she went to emergency room due to poor general condition and discomfort when urinating," and keloid scar ("small keloid"). On (B)(6) 2018, the patient experienced postoperative abscess (seriousness criterion hospitalization prolonged) with purulence, leukocytosis, abdominal pain, coagulopathy and vaginal discharge, hydronephrosis (seriousness criterion hospitalization), the second episode of post procedural infection ("inflammatory changes in loops after supracervical abscess operation") with pyrexia and pyrexia, adhesion ("in laparotomy multiple adhesions was found at the intestinal and cervical stump level / small intestine loops attached to the abdominal / sigmoid colon rectosigmoid junction was attached on its anterior side to the bladder dome and uterine cervix") and gastrointestinal inflammation ("in laparotomy an inflammatory plastron that encompasses the distal third of the sigmoid colon rectosigmoid junction that was attached on its anterior side to the bladder dome and uterine cervix stump"). On (B)(6) 2019, the patient experienced the first episode of pelvic pain ("pelvic pain with bowel movement"), bowel movement irregularity ("pelvic pain with bowel movement") and ovarian cyst ("cystic lesion in the location of the right ovary measuring 6 x 5 x 3 cm"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), headache ("headaches"), arthralgia ("knee and hip pain"), fatigue ("generalized fatigue early in the day"), dyspareunia ("a lot discomfort and pain during sexual intercourse"), abdominal pain lower ("pain in the hypogastrium"), adnexa uteri pain ("pain in the right ovarian point"), incision site haemorrhage ("ecchymosis in the caudal portion of an evolving surgical wound") and seroma ("scar seroma") and was found to have uterine leiomyoma ("intramural leiomyoma 2.5 x 2 cm"), serous cystadenocarcinoma ovary ("small serous paratubal cysts") and brenner tumour ("benign brenner tumor (1.5 x 1.3 . 1 cm) attached to the right tube"). The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The patient was treated with antibiotics, factor ii (prothrombin);factor ix;factor vii (proconvertin);factor x (stuart prower factor); protein c (coagulation inhibitor) (beriplex), fosfomycin (fosfocina), levofloxacin hemihydrate (levofloxacin), methylnicotinium chloride (methylene blue), metronidazole;nystatin (flagyl comp), phytomenadione (konakion), norethisterone acetate (primolut nor 10 mg) and surgery (essure removal via subtotal hysterectomy plus bilateral salpingectomy on (B)(6) 2018, and supracervical abscess operated vaginally exploratory /laparotomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the last episode of pelvic pain, allergy to metals, postoperative abscess, hydronephrosis, uterine leiomyoma, serous cystadenocarcinoma ovary, brenner tumour, swelling, genital haemorrhage, headache, arthralgia, fatigue, dyspareunia, iliac fossa pain, abdominal pain lower, adnexa uteri pain, incision site haemorrhage, seroma, dysuria, feeling abnormal, urinary tract infection, keloid scar, the last episode of post procedural infection, adhesion, gastrointestinal inflammation, bowel movement irregularity, ovarian cyst, ovarian fibroma and complication of device insertion outcome was unknown and the metrorrhagia had resolved. The reporter considered adhesion, adnexa uteri pain, allergy to metals, arthralgia, bowel movement irregularity, brenner tumour, complication of device insertion, dyspareunia, dysuria, fatigue, feeling abnormal, gastrointestinal inflammation, genital haemorrhage, headache, hydronephrosis, iliac fossa pain, incision site haemorrhage, keloid scar, metrorrhagia, ovarian cyst, ovarian fibroma, postoperative abscess, seroma, serous cystadenocarcinoma ovary, swelling, urinary tract infection, uterine leiomyoma, the first episode of pelvic pain, the first episode of post procedural infection, abdominal pain lower, the second episode of pelvic pain and the second episode of post procedural infection to be related to essure. The reporter commented: on (B)(6) 2015, pregnancy test was done, and the device was placed in the right tube without any incident. She was admitted on (B)(6) 2018, for essure removal, and was discharged on (B)(6) 2018. After exploratory laparotomy the evolution was good, afebril and with good pain control, she began tolerating oral diet and she had bowel movements on (B)(6) 2018, she was discharged on (B)(6) 2018. On (B)(6) 2018, she went back to work due to improvement. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on (B)(6) 2018: positive result for nickel sulfate (++). Coagulation test on (B)(6) 2010: coagulation was repeated after 30 minutes administration one vial of konakion and 3 vials of beriplex and the result was normal; on (B)(6) 2018: coagulation alteration. Computerised tomogram pelvis on (B)(6) 2018: an abscess was observed at the level of the cervical stump measuring 6.2 x 2.2 x 1.2 cm and inflammatory changes in loops and pelvic fat. Ureterohydronephrosis grade iii / IV left component in extrarenal pelvis, with pelvic dilation of almost 5 cm diameter. On (B)(6) 2019: the results includes the already known malformation with dilatation of the left renal pelvis, normal bladder, post-surgery changes corresponding to the cervical stump, cystic lesion in the location of the right ovary measuring 6 x 5 x 3 cm and the rest was normal, without seeing free fluid or lymphadenopathy. Culture on (B)(6) 2018: the vaginal culture was negative; on (B)(6) 2018: enterobacter cloacae, streptococcus constellatus and prevotellae. Culture urine on (B)(6) 2018: urinary tract infection. Gynaecological examination on (B)(6) 2015: normal. On (B)(6) 2018: when placing the speculum, abundant purulent content flows through the cervix with a very bad smell. There is no metrorrhagia. Macroscopically normal looking cervix.. Hysterosalpingogram on (B)(6) 2015: right fallopian tube with essure, correctly located, without contrast passage. Left fallopian tube not visible. On (B)(6) 2016: data of non-patent left tube. Pathology test on (B)(6) 2016: initial secretory endometrium; on (B)(6) 2018: uterus with a secretory endometrium. 2.5 x 2 cm intramural leiomyoma. Slightly congestive tubes with small serous paratubal cysts and a 1.5 x 1.3 x 1 cm benign brenner tumor attached to the right tube. Ultrasound pelvis on (B)(6) 2015: ultrasound was unremarkable; on (B)(6) 2015: device localized in correct position (right fallopian tube). Myoma subserous 2.7 cm. Uterus in anteverted, normal ovaries. On (B)(6) 2015, the device was localized in correct position (right fallopian tube). Myoma subserous 2.7 cm.; on (B)(6) 2018: just above the cervix, an anechoic image measuring 1.7 x 1.43 cm is visualized, which could be compatible with a small abscess in the colporrhaphy suture area, normal appearing right ovary with 2.2-cm anechoic image, normal left ovary. There is no free fluid.; on (B)(6) 2018: data of abscess / collection of 4.9 x 1.5 x 2.3 cm; on (B)(6) 2018: checking the placement of the retrovesical and supracervical silicone probe on the supracervical abscess; on (B)(6)2018: normal cervical stump, 3 cm functional adnexal image. No free fluid.. White blood cell count on (B)(6) 2018: leukocytosis. Based on the available information, a review of our complaint records, and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation will be provided in a supplementary report.